Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es all drawers were failed after 1.8 upgrade. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers failed after 1.8 upgrade. A field service engineer (fse) worked remotely with the customer and checked network settings. The fse found that the pyxinet network did not have an internet protocol address assigned and manually assigned the appropriate address. All drawers came back online, and the customer tested successfully. The system functioned as intended after the field service engineer repaired the device.